Manufacturer narrative:
The reported events were inadequate capture and lead dislodgement. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning the lead, the helix could be extended and retracted by applying torque to the connector pin. The helix length was measured within specifications. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported, that the patient presented in clinic for follow up. Upon review, it was noted, that the right ventricular (rv) lead exhibited high capturing threshold. The lead had dislodged. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.